Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was too high. The patient wanted to turn stimulation down but could not because they lost their programmer. It was noted that the patient was going to keep their recharger with them so they could turn their stimulator on and off when it started hurting bad.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation every time they would sit or stand. It was stated the patient¿s stimulation was working as intended but the patient had lost their programmer so they could not make appropriate stimulation adjustments. It was noted the patient was able to turn their stimulation off with their recharger.